Event description:
It was reported that the deep brain stimulation (dbs) patient experienced erosion at the burr hole cover site showing signs of redness around the wound. The patient underwent a revision procedure where the wound was cleaned and antibiotics were administered. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3 date of event: approximated based on the date the manufacturer became aware of the event - exact event date is unknown. Additional suspect medical device component involved in the event: model: db-4600-c. Serial: na batch: 37686467. Catalog description: suretek burr hole cover kit. UDI: (B)(4)

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced erosion at the burr hole cover site showing signs of redness around the wound. The patient underwent a revision procedure where the wound was cleaned and antibiotics were administered. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3 date of event: approximated based on the date the manufacturer became aware of the event - exact event date is unknown. Additional suspect medical device component involved in the event: model: db-4600-c serial: na batch: 37686467 catalog description: suretek burr hole cover kit UDI: (B)(4). The devices were not returned as they remain implanted in the patient. As such, physical analysis has not been conducted in our laboratory. A review of the manufacturing records associated with these devices indicated that they were successfully processed according to requirements. The DHR did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. A labelling review was performed based on the dfu and it did not reveal any anomalies as it states implanted device components (stimulator, lead, or lead extension) may move from original implanted location or wear through the skin, which may lead to the need for additional surgery. Additionally, implant site complications such as poor healing, redness, warmth, swelling or wound reopening are known risks with the use of deep brain stimulation (dbs). The devices were not returned as they remain implanted in the patient. As such, physical analysis has not been conducted in our laboratory. However, a labeling review was conducted. This review determined that the reported event of erosion is a known risk associated with the use of deep brain stimulation (dbs) as documented in the instructions for use (IFU).